Manufacturer narrative:
H3, h6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that the inflatable penile prosthesis reservoir had herniated out of space of retzius and was in the scrotum. The most likely/suspected cause of the issue was the patient inflated the device leaving the reservoir almost empty, and it herniated out of the space of retzius. There was no external pressure or trauma to the pelvic region or abdomen prior to the device migration. The physician removed the herniated reservoir and replaced it with a new reservoir under a rectus muscle in the patient's right side, and the patient was expected to fully recover. This required surgical intervention and hospitalization. No further patient complications were reported.